Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. The customer obtained an unspecified low sensor scan and required unspecified third-party medical assistance. No further information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.